Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02436. It was reported that several cerebrospinal fluid (csf) leaks occurred during a trial implant procedure on (B)(6) 2021. One lead was removed during procedure due to positioning and the other lead was left implanted. The patient experienced stiffness in the neck and shoulders as well as leg cramps and upper neck pain. As a result, the remaining trial lead was removed on (B)(6) 2021, earlier than planned, to address the issue.